Event description:
Pt expired low blood glucose(30 mg/dl), while wearing the device. They indicated that device had produced an error message, prior to the hypoglycemic event; however, they did not know the specific error code. Pt discontinued use of the device, for an unknown amount of time, and upon reconnection, "bottomed-out". Pt self-treated low blood glucose by eating gummy bears. Reporter stated that pt has been ill recently (sinus and ear infections)and has experienced periodic low blood glucose for the past 2-3 days.